Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized due to high blood glucose level. The customer¿s blood glucose was 600 mg/dl. And current blood glucose of 342 mg/dl. Customer was treated with insulin drip and manual injections. The insulin pump will be returned for analysis.